Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and that it was repositioned. The device directions for use states that ¿if it is necessary to reposition the target detachable coil, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion or movement is difficult, the coil may have stretched and could possibly migrate or break. Based on the information available, it is probable that procedural factors limited the performance of the device resulting in medical intervention in order to safely remove the device from the patient. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during repositioning of the coil in the aneurysm, it stretched. The physician was unable to advance or retract the stretched coil; therefore, used a snare device to remove it from the patient. There were no clinical consequences reported to the patient due to this event.

Event description:
It was reported that during repositioning of the coil in the aneurysm, it stretched. The physician was unable to advance or retract the stretched coil; therefore, used a snare device to remove it from the patient. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
Subject device was disposed.